Event description:
"A-line tubing faulty, blood spewing from small hole on side port of stopcock. A-line removed from patient and sequestered in [redacted name] office. It was the monitoring extension set stopcock that was leaking. This stopcock is sometimes used in place of the extension set (the ones that [redacted name] has had challenges with it leaking) that comes in the kit." Manufacturer response for a line tubing 3 inch monitoring extension set with 1 way stopcock, a line tubing 3 inch monitoring extension set with 1 way stopcock (per site reporter), sample retrieved by materials 10.24 unknown if rga sent.